Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was used. No damage was noted to the device packaging or the protective packaging. The device was not inspected prior to use. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that there was loss of the distal segment outer material. No patient injury reported.

Manufacturer narrative:
Additional information: the catheter was unable to be positioned in the ostium of the rca and when pulled back it was noted that the distal segment (last 20 cm) was deformed, the most part of the catheter was missing with the wire braid exposed. No patient injury reported. Image analysis: photo provided matched the product returned. The catheter distal segment material is missing, exposing the braid wire. Product analysis: received for analysis was 6f sherpa catheter sa6jr40sh lot# 0008777263. As received the catheter was coil wrapped and bloody. The catheter distal segment material is missing, exposing the braid wire. There is visible degradation/disintegration of 35d pebax distal segment. Remaining segment material is visible cracked and loose. Flakes of the light blue segment material could easily be lifted away from the braid with tweezers. The material is very soft. Tip and sleeve are intact. Shaft and inner lumen are intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.